Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to test with her onetouch ultra2 meter. The customer service representative (csr) noted the patient was testing in the meter's memory mode. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient alleged that the issue began on (B)(6) 2011 at 9:10am. The patient corrected and clarified she tests four times a day and manages her diabetes with 8 units of lantus solostar in the evening; however, the patient denied she took any action in response to the alleged meter issue. Twenty minutes after the alleged meter issue began, the patient claimed she developed a symptom of shaking, a symptom the patient associated with a low blood glucose. At the onset of her reported symptom, the patient corrected and clarified she drank a glass of orange juice and felt better approximately 20 minutes later. At the time of troubleshooting, the csr guided the patient through the proper testing procedure and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.